Event description:
It was reported by medical examiner, (B)(6). That the patient had passed away in her room. Date of death was (B)(6) 2025. The cause of death is unknown. The patient had diabetes, addisons disease, hashimoto's. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the cloud data found that patient history buffer (phb) data was found to be available up to 18:47 on (B)(6) 2025. Review of the phb data found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the reported pod was activated at 00:18 on (B)(6) 2025 and started in automated mode. The pod was initially unable to connect to the paired sensor, resulting in the pod being in automated mode: limited for longer than the expected 20 minute warm-up period. The system was used in automated mode: limited delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate, until the mode was switched to manual mode at 06:37 on (B)(6) 2025. The pod was able to connect with a sensor at 06:42 on (B)(6) 2025 and the pod received urgent high (greater than 400 mg/dl) estimated glucose values, which were observed to start decreasing shortly after the pod connected to the sensor. The system was used in manual mode until the mode was switched at 11:07 on (B)(6) 2025. While in manual mode, the system was correctly delivering the user's manual basal program regardless of estimated glucose values received. The system mode was switched back to manual mode at 00:42 on (B)(6) 2025 and the system remained in manual mode through the last datapoint at 18:47 on (B)(6) 2025. While in manual mode, the estimated glucose values decreased to urgent low (less than 40 mg/dl) by 10:08 on (B)(6) 2025. Estimated glucose values remained urgent low until the pod lost connection with the sensor at 14:43 on (B)(6) 2025. The connection with the sensor was not reestablished before the last phb datapoint. The last bolus delivered was a 2 u bolus delivered at 21:38 on (B)(6) 2025, which was terminated at 21:39 after delivering 0.95 u. The only other bolus delivered with the complaint pod was an 8 u bolus delivered at 06:34 on (B)(6) 2025. The cloud data showed that alerts were generated during this review period, including urgent low glucose, missing sensor values, and automated delivery restriction alerts, and comparison of the alerts to the phb data found that all alerts were correctly generated as conditions were met. No evidence of an over or under delivery of insulin by the system was observed in the available cloud data. No evidence of issues with the system was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 17.5. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.